Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that during a right vertebral artery aneurysm case, the subject flow diverting stent was successfully implanted which completely covered the aneurysm neck. Post-procedure patient developed headache localized to back of the head and to the neck area. Patient was given analgesics as the medical intervention which did not help. The issue was resolved in one month and the imaging results were normal. No additional information available.

Event description:
It was reported that during a right vertebral artery aneurysm case, the subject flow diverting stent was successfully implanted which completely covered the aneurysm neck. Post-procedure patient developed headache localized to back of the head and to the neck area. Patient was given analgesics as the medical intervention which did not help. The issue was resolved in one month and the imaging results were normal. No additional information available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the complaint, the procedure date was the (B)(6) 2022. The focal headache had no relationship to other stryker devices. The analgesics were given as medical intervention. Pre-procedure parent artery stenosis was 0-25%. The fds was used successfully and completely covered aneurysm neck. The aneurysm location was the right vertebral artery. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the as reported ¿patient headache serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.